Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that after the trans-septal mitral valve repair procedure, underlying rhythm test showed simultaneously atrial sensing and ventricular sensing events. Loss of capture was observed on the atrial lead. Atrial lead dislodgement was confirmed via chest x-ray. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.